Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would power up in system utilities mode and was unable to switch out. Complainant indicated that there was no pt involvement in the reported malfunction.